Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer had removed the battery out and reinserted the battery a few times. However, the issue persisted. The customer's blood glucose was 275 mg/dl. While troubleshooting, the customer stated that the alarm occurred when the insulin pump was inside his pocket. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer did not return the insulin pump for analysis.

Manufacturer narrative:
All buttons functioned properly however, found corroded keypad traces during visual inspection. No button error alarm during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.